Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, initial reporter - the article was written by fujii t, matsui y, noboru m, inagaki y, kadoya y, tanaka y in case rep orthop. 2015;2015:217842. Doi: 10.1155/2015/217842. Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. (B)(4).

Event description:
Information was received based on review of a journal article, titled, "case report: meniscal bearing dislocation of unicompartmental knee arthroplasty with faint symptom" in which two patients were reported on for revision due to dislocations. The aim of this study was to present warning cases that lateral dislocation of meniscal bearing without remarkable symptom was detected at periodic radiographic examination. It was reported that patient underwent an initial left partial knee arthroplasty in september 2004 due to osteoarthritis. Patient was revised due to bearing dislocation, pain, implant clicking and locking. The tibial bearing was removed and replaced. The authors of this journal conclude that continual examination is important to meniscal bearing type of uka for minimizing invasive revision surgery.